Event description:
The account alleged that the brake at the head end of the stretcher is not holding due to a broken rocker arm at the head end of the stretcher.

Manufacturer narrative:
Parts were sent to the account to repair the stretcher. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.